Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative message was observed upon start-up which prevents any testing. There is no documentation of what component should be replaced to address the issue. Additionally, the device's blower hours and event logs not obtained due to initial power-up failure. The base, front, rear, and handle enclosure will need replaced. No repair was performed. The unit is not needed for inventory, and it was scrapped.